Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was established postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. The device had the appropriate level of battery voltage to provide therapy. Surgical intervention may take place at a later date to address the issue